Manufacturer narrative:
Device received with constant the critical block and inverse critical block did not add to zero alarm, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the critical block and inverse critical block did not add to zero alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received external flash. The customer's blood glucose was unknown at the time of incident. Customer also stated that pump an alarm sounded on it that he had never heard before and it appears that all settings. Troubleshooting was not performed. The device will be returned for analysis.